Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 35 mm amplatzer pfo occluder was selected for implant. Upon deployment of the device, the right sided disk bulged and despite repositioning and maneuvering of the device the disk would not flatten out as should. The device was re-captured, removed, and a new 35mm pfo device deployed with a good result. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout.

Manufacturer narrative:
An event of advancement difficulty and device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Anatomical interference and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that the device was interacting with the patient's anatomy, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a